Event description:
Additional information was provided from a healthcare provider via a company representative stated that there was no volume discrepancy.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 ¿ the pump was returned for analysis. Analysis of the pump found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing baclofen (2000mcg/ml at 879.3 mcg) via an implantable pump. It was reported that the patient came in for normal early replacement indicator (eri). The patient had worsening spasticity and slowly increasing dose over months. Per physician, there were no signs of infection. The physician made incision in the pocket and pus drained out. The physician tied off catheter before checking for flow as attempt to mitigate infection. She removed tissue and implants. She called managing provider who said at last refill he saw ¿blood tinged¿ fluid coming out of pump and coming back when refilling. The neurosurgeon questioned pocket fill (residual was to be expected 33 ml). The physician procedures to remove all implants from spine as well but noted proximal to anchor it was transected (unsure if was like that or if cause from this procedure). The patient stayed overnight in the intensive care unit (ICU) for infection and withdrawal protocol. The patient old pump states dose was 879.3 mcg a day. 2000 mcg/ml baclofen. The physician was unsure of manufacturer. The catheter was broken (unsure if broke during procedure or normal use) and unable to remove from spinal canal. The physician refused to return the system. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved. The physician has no further information for medtronic.

Manufacturer narrative:
Continuation of d10: product ID 8578 lot# hg2j9sm07 implanted: (B)(6) 2019 explanted: (B)(6) 2025 product type catheter product ID 8709sc lot# h833145806 implanted: (B)(6) 2012 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 10-may-2020, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(6), ubd: 23-jul-2014, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.